Event description:
The complaint is reported as: the spring wire guide was found kinked prior to use on the patient. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit with multiple components for analysis. Signs-of-use in the form of biological material was observed on the guide wire, which contradicts the customer report of before use. Visual analysis revealed that the guide wire contained one major kink and two slight bends towards the distal end. Under normal assembly, the kink in the guide wire would have been located at the advancer window outside the tubing, indicating that the guide wire may have been damaged during shipping. The kink in the guide wire measured 93mm from the distal weld. The bends in the guide wire measured 35mm and 73mm from the distal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .803mm, which is within the specification limits of .788m-.826mm per the guide wire graphic. The guide wire was passed through the returned ars/introducer needle assembly. Significant resistance was observed when the major kink reached the cannula; however, the guide wire was eventually able to be advanced. The guide wire was also passed through the returned catheter. Minor resistance was observed; however, the guide wire was able to pass completely through the catheter. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death". The IFU also states, "do not use if package is damaged". The customer report of guide wire damage was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The guide wire was returned within its advancer tubing. Evidence of use (dried blood) was observed on the guide wire body despite the customer report of the damage being observed prior to use. Based on the discrepancy between the customer report (prior to use) and the sample returned by the customer (evidence of use), the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was found kinked prior to use on the patient. No patient involvement.